Manufacturer narrative:
The oad was returned with the guide wire for evaluation. There was no adhered biological material on the oad or guide wire. The device and components were tested and functioned as intended with no abnormalities observed. There was no damage observed with handle assembly or guide wire that would have contributed to the reported perforation experienced during the procedure. At the conclusion of the device analysis, the cause of the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. Treatment was performed on three highly calcified lesions in the proximal and mid left anterior descending (lad) artery. Multiple passes with the oad were required to cross the lesions. While the oad was spinning after the third pass, the patient became restless and anesthesia was administered in order to complete the procedure. Post atherectomy, imaging was performed and a perforation was noted in the bend of the lad. The perforation was treated with balloon angioplasty and anticoagulants were removed, however the perforation was still present and the lad shut down. Balloon angioplasty was performed again to resolve the perforation.